Event description:
It was reported that an ilet bionic pancreas displayed ¿unable to proceed¿ during the rewind/cartridge change process after the device had been fully depleted and later restarted, and a factory reset had already been performed without resolution; the event aligned with a consecutive stalled motor alarm associated with the insulin delivery subsystem. Symptoms included no change in blood glucose. Outcomes included replacement of the device and instructions for data sync, shutdown, and return. Investigation included product technical support review and remote troubleshooting. Investigation of the returned device revealed a motor stall malfunction related to the insulin pump mechanism that prevented completion of the rewind sequence. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of¿device¿malfunction was confirmed via failure investigation¿ this MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.